Manufacturer narrative:
A2) patient age - 60 +/- 6-10 years a3a) patient sex - majority: 81 out 96 of patients were male a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26jun2000) ¿six-month clinical and angiographic outcome after successful excimer laser angioplasty for in-stent restenosis¿. The study retrospectively aimed to evaluate the clinical and angiographic six-month follow-up after excimer laser coronary angioplasty (elca) for restenosed coronary stents. A total of 96 patients successfully treated with elca within 141 stents were included in a six-month clinical and angiographic follow-up study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Complications included 11 dissections (1 related to laser treatment), 13 perforations, 10 total occlusions, 1 myocardial infarction leading to hospital admission, 56 angina pectoris (7 class I/20 class ii/ 21 class iii and 8 class IV), and 24 repeat cardiac catheterization for recurrent angina pectoris. At 6-month follow-up, 48 patients required medical treatment, 48 re-interventions, 17 coronary artery bypass surgery, 12 recurrent balloon angioplasty, 6 recurrent elca, and 13 rotational atherectomy (MDR # 3007284006-2026-00171). Additionally, 1 patient experienced sudden death approximately one week after the intervention (appeared to be sudden cardiac death, as the patient did not suffer from other obvious disorders) (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26jun2000 has been used, the date of publication. Köster, ralf, kähler, jan, terres, wolfram, reimers, jacobus, baldus, stephan, hartig, dirk, berger, jürgen, meinertz, thomas, hamm, christian w. 2000. Six-month clinical and angiographic outcome after successful excimer laser angioplasty for in-stent restenosis. Journal of the american college of cardiology, 36(1): 69-74. Https://linkinghub.elsevier.com/retrieve/pii/s073510970000704x. This report captures the death that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.